Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
The customer reported alarm led (light emitting diode) failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:13feb2021, b4:15feb2021. A power switch panel assembly was returned for analysis. Visual inspection of the power switch panel assembly revealed no evidence of damage or contamination. An investigation was performed and the alarm (red) led (light emitting diode) detached from the trace not making contact on the power switch overlay created the error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23jun2020. B4: 23jun2020. The device was evaluated by the field service engineer and the reported issue was confirmed. A decrease in liquid crystal display (lcd) brightness and deformed sound insulation foam was also observed. The field service engineer replaced the power switch overlay, lcd, and sound insulation foam to address the reported issues. The issues have been resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.